Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 05-dec-2010, UDI#: (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider on 2019-jun-24 regarding a patient receiving lioresal (2000.0mcg/ml at 374.6mcg/day) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the patient experienced withdrawal symptoms. A fracture was noted in the catheter by the anchor. Everything was replaced. There was no death or patient injury.

Manufacturer narrative:
Analysis of the catheter identified a compressed area in the catheter body, the catheter body was broken, and a hole caused by a deep abrasion was noted. The previously reported evaluation conclusion, method, and result codes no longer apply. If information is provided in the future, a supplemental report will be issued.